Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was seen in clinic after receiving multiple shocks. Initially there was an issue interrogating the device. It was determined that the programmer wand was not in the ideal location, and once it was repositioned the interrogation was performed without issue. Review of data noted that the shocks appeared to be due to noise and oversensing. Further evaluation was done and a different sensing vector was programmed. It was thought that the noise may have been related to incisional issues as both of the electrode incisions were open the electrode tip had protruded through the skin the previous week. Incisional infection was also noted and being treated with antibiotics. No further information related to the treatment plan was available. There were no additional adverse patient effects. At this time, the system remains in service.

Manufacturer narrative:
As no further information concern ing this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.